Event description:
It was reported by service report that the side rail was broke and it could not be locked in the upright position. The stretcher was also drifting. No pt involvement or adverse consequences are reported.